Event description:
In 2008, customer reports technologist was opening the pressure sleeve to load a contrast syringe, when the pressure sleeve became detached due to the hinge pin being broken. No reported injuries, no patient involvement.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer found hinge pin for faceplate was broken and replaced. Fse tested for proper operation in accordance with manual 90046-a. Unit returned to full service by the customer.